Manufacturer narrative:
(B)(4). Report source: (B)(6). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the drill bit was not inserted into the rear hole aligned with the axis of the hole, which created a lever and caused the guide to break. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by visual evaluation of the device returned. Visual evaluation of the returned device shows that the guide cut slot is bent and appears to be wider at the opening then expected. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause is associated with operational functionality. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.